Event description:
The reporter indicated that while attempting to implant a 13.2mm vicm5_13.2; -9 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021; the lens had tore during injection. There was no patient contact. A replacement lens of the same length/model was implanted on (B)(6) 2021 and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that while attempting to implant a 13.2mm vicm5_13.2; -9 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021; the lens had tore during injection. There was no patient contact. A replacement lens of the same length/model was implanted on (B)(6) 2021 and this resolved the problem. The cause of the event was reported as unknown.